Manufacturer narrative:
--

Event description:
Additional information was received indicating that the root cause of noise was not identified as no conclusion was ever determined. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable pacemaker detected multiple stored episodes of noise on the right ventricular (rv) channel prior to av node ablation. This noise were oversensed which lead to pacing inhibition with greater than 2 seconds of asystole. The rv lead was explanted however the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed as additional information was received indicating that this device was explanted due to normal battery depletion; the device was returned and evaluation was completed.